Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they received their replacement device, but they were still unable to get to the normal charging screen with it showing the prm screen. The patient tried going through prm many times, but they were unable to get the normal charging screen. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the steps taken to resolve the issue of the implantable neurostimulator (ins) connecting to the controller was placing the ¿ins over the implant and waiting 10 minutes. Between times-we did this about 20 times and talked to an agent on the phone, but the event was definitely not fixed.¿ the consumer stated the issue about the controller not connecting and the controller displaying the ¿no device found¿ screen was not resolved because of restrictions and only being able to use the doctor via the phone and therefore the consumer continued to hurt. A couple of weeks later the manufacturer¿s representative (rep) reported they were unable to charge or communicate with the ins with the tablet in the office. It was confirmed the table was able to communicate with another ins without issue. It was noted it had been at least three weeks since the consumer successfully charged. Passive recharge cycles and the antenna locate screen were discussed with the rep. Who stated the consumer did that ¿21 times¿ but was unable to establish normal recharging. The rep. Was walked through disabling the device which resulted in ¿poor recharge quality¿ on the screen so they attempted to reposition the recharger (the rep. Noted it was challenging to get communication with the ins), but the healthcare provider (hcp) then came into the room so no further troubleshooting was possible. Following the end of the call the rep. Called back and stated the consumer was able to successfully recharge the implant so the disable/reenable implant function was reviewed with the rep. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported getting 'no device found' screen on her controller. The patient reported that they tried for a few days to get the controller to connect and start charging the ins but it won¿t connect. The patient reported that they have been going through passive recharge on their own now for a few days with still no luck and the legs are "killing her" due to not being able to charge ins.